Event description:
The reporter stated, that the surgeon was using a toric single piece silicone lens model aa4203tl and the lens tore in the cartridge and was inserted in the eye and removed with no incision enlargement or suture required.

Manufacturer narrative:
The lens box was received with no lens inside. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The product was not returned for evaluation; therefore, the complaint cannot be confirmed. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the user in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.